Event description:
On (B)(6) 2010, pt reported the infusion device did not display low battery (a2) before battery depleted (e2). Pt was traveling when this occurred. He went through airport security and was checked with security hand-wand. Hand-wand continued to beep until pt removed infusion device from his pocket. During flight, infusion device displayed battery depleted (e2). Battery was in use for approx 10 days and was the approved type. Battery cover was being used within spec. He was unable to continue troubleshooting as he was leaving country. F/u was completed. Pt remained on alleged infusion device using the same battery that was inserted during initial call. Alarm history was viewed and it was confirmed the low battery (a2) alert did not appear before battery depleted (e2). Infusion device and battery cover were replaced and requested for eval. Battery was requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.